Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and flow was detected with no issues noted. The check value was functional and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that simultaneous flow occurred from a secondary container to a primary container while using a clearlink system continu-flo solution set. This event occurred during patient infusion. The medication being infused was not specified; however, it was not chemotherapy/toxic substances. There was no patient injury or medical intervention associated with this event. No additional information is available.